Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting. The blood glucose reading at the time of the event was 500 to 600 range. Customer stated infusion set was inserted into an area of scar tissue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.